Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic totally extraperitoneal hernia repair procedure, when the obturator was removed from the port, a small piece of white plastic fell into the port. The piece that fell was able to be retrieved by a grasper. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and photos were available for evaluation. Visual inspection noted that the devices spiked trocar were received. The obturators were received inserted into the cannula, prolonged insertion can cause the seals to become stretched. The circular seal was cut with a piece disengaged. The duckbill seals, cannula and the flanges of the anchors were intact. Functional testing noted that the devices failed an air leak test. The products were shipped back with the obturator inserted in the cannula and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. The tops were actuated and the flanges presented themselves cleanly locking into place. The tops were actuated in reverse and the flanges retracted perfectly. It was reported that there was a component that disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if excessive force was applied to the device during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.